Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total gastrectomy, the device stopped firing. After releasing the jaws normally, a new sulu was opened to continue. Last patient's status: good. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
Manufacturer reference: (B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating vas/med sulu opened by the account. Visual examination of the staple cartridge noted that the reload was partially applied with visible staple pusher to the 3cm cut line and engaged in interlock. The jaws of the reload were open. During functional examination, the reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm.